Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced elevated blood glucose readings up to 273 mg/dl after meals. The user had recently started ilet therapy and has a follow-up scheduled with a trainer to review possible target adjustments. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.